Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the device and the leads (isoline (B)(4)) were implanted on (B)(6) 2010. The physician observed that low and instable impedances were measured on rv lead and that noise episodes led to inappropriate shock therapies. The lead was replaced on (B)(6) 2011 and the ICD was kept implanted.